Manufacturer narrative:
4296 lead implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the cardiac resynchronization therapy defibrillator (crt-d) and it was thought that the battery had depleted prematurely. It was also reported that the left ventricular (lv) lead was not capturing and possible high lead outputs had contributed to the battery depletion. The crt-d was explanted and replaced and the lv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.device lost telemetry and function due to battery depletion. The cause of the depletions cannot be determined. Since no save to disk, carelink files and other data could be retrieved or found, there is no way to confirm this result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.